Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported she experienced high blood glucose of 490 mg/dl, and her insulin pump was alarming with no delivery. The customer treated for high blood glucose with a shot. During troubleshooting, insulin exited with fixed prime while customer was disconnected. The infusion set cannula was not bent or kinked upon removal. Customer stated she believed the alarm was due to a site issue, as when she removed the set from the site, it bled a lot. Customer stated she would try a new site location.